Event description:
Boston scientific received information that this chronic right atrial (ra) lead displayed high out of range pace impedance measurements over 2000 ohms during a scheduled device revision procedure.

Manufacturer narrative:
The lead was abandoned surgically with no adverse patient effects to report. As no further information is expected this report is complete. This report will be updated if further information is received